Event description:
It was reported by the sales rep that during surgery the surgeon noted that anchor has broken off from the tip. Another device was used to completed the surgery.

Manufacturer narrative:
Investigation is on going. Additional information will be provided once investigation is completed.